Event description:
A malfunction was reported on the pump by the customer. There was no mention of any adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was informed to contact support again if any future issues arise and confirmed understanding.